Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the reporter entered ¿yes¿ by mistake. It was noted that at the time of report the reporter thought that an infection may have been in progress. It was noted that the infection was resolved at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported diagnostic methods included laboratory tests. It was noted that the results showed a white blood count (wbc) of 12.4, c - reactive protein (crp) 295, and neutrophile 8.2. It was noted that an oral swab showed heavy growth of serratia marcescens on (B)(6) 2014. It was noted that the statement ¿permanent impairment of a body structure or body function¿ was removed.

Event description:
Additional information received reported that the event cause the patient's spinal cord stimulator (scs) to be explanted. It was noted that the leads, extensions, and implantable neurostimulator (ins) was removed.

Event description:
It was reported the patient had localized pain at their stimulator site and it was tender to the touch. There were no device deficiencies noted. Ibuprofen was given for an intervention. The event was ongoing and noted as related to device or therapy and not related to implant procedure. Additional information received reported that there was an infection of the implantable neurostimulator (ins). It was noted that the outcome was an ongoing event. It was noted that interventions included entire system explant on (B)(6) 2014. It was noted that the event was related to the device or therapy and possibly related to the procedure. It was noted that symptoms included fever, nausea, dizziness, soreness over the ins site. It was noted that there was a life threatening illness or injury. It was noted that there was permanent impairment of a body structure or a body function. It was noted that there was prolonged hospitalization. It was noted that medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. It was noted that the hospital admission date was (B)(6) 2014. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. The etiology was incisional site/device tract. The event was related to the device or therapy and possibly related to the procedure.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was not related to the device or therapy and possibly related to the procedure.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a clinically undesirable experience. The patient complained of discomfort and pain at the implantable neurostimulator (ins) site in the stomach. A study device experienced a device deficiency. Medical or surgical intervention was required to prevent life threatening illness or injury or permanent impairment to a body structure or body function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that a study device experienced a device deficiency. The implantable neurostimulator (ins) was dislocated. The event resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
Additional information received reported that the patient was discharged from the hospital on 2014 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study reported a physical/neurological exam was performed on (B)(6) 2014, and the result was tenderness with palpitation and the implantable neurostimulator (ins) moved when the patient moved causing pain. It was also reported the patient's extension and neurostimulator were surgically repositioned on (B)(6) 2014.